Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty 500ml bag had particulate matter floating within the solution. The particulate matter was described as fibers from the inside seam of the bag. This was identified during filling with an unknown solution. There was no patient involvement. No additional information is available.